Manufacturer narrative:
Date of event is unknown as it was not provided. Serial number is unknown as it was not specific to serial no. (B)(6). (B)(4). Manufacturing records were reviewed and the hand pieces were manufactured according to specification. No non-conformances were identified. All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center has reported experiencing iris depigmentation with 40% of cases when using ellips fx phaco handpieces model 690880. Although attempts were made for additional information, the surgery center has indicated no further information will be received and will not be returning the handpieces back. The surgery center reported the handpiece serial numbers that may have been used during the event are (B)(4).